Manufacturer narrative:
Mentor became aware of an event detail that was mistakenly submitted in the initial report. Correction: section d6 implantation date is 4/23/2009--not 4/23/2019 as originally reported. This supplemental report has been updated accordingly. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Mentor became aware of an event detail that was mistakenly submitted in the previous reports. The b5 summary accurately reported that the patient is female. However, section a3 was submitted as blank; that field has been updated to "f" in this supplemental report. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Mentor received an update regarding the events submitted in the initial report. The patient reported that she was suffering from unspecified illness and symptoms. As a result, the patient is scheduled for bilateral explantation on (B)(6) 2020. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: rupture and generalized illness. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Mentor received an update to the events submitted in the initial report. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Additionally, the sex of the patient was correctly indicated as female in the initial report, but was mistakenly omitted from section a of the previously submitted forms. This supplemental report has been updated accordingly. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Concomitant medical products: 375cc mentor memorygel breast implant (catalog number 3507375bc, serial number (B)(4)). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with 375cc mentor memorygel breast implants and experienced postoperative left-sided rupture. The patient reported that the rupture was confirmed via CT scan on (B)(6) 2019. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.